Event description:
On (B)(6) 2012, it was reported that the pt's infusion device displayed e2 (battery empty) without first displaying a2 (battery low). The pt double checked the infusion device's history and confirmed there was no a2 in the history. This happen once before on (B)(6) 2012. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.